Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the generic cart controller (gcc) board. The system was tested and verified as ready for use. Isi has received the gcc board and completed the device evaluation. The unit was analyzed, and failure analysis confirmed and replicated the reported issue by installing the gcc board into a system. The unit failed. There was no power on the surgeon side cart. .

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system kept faulting out when the second console was hooked up. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found communication errors and 316 errors. The tse asked the customer if they had a simulator on the console, but neither console had a simulator. The customer disconnected the second console and restarted the system, and it came up error-free. The customer was leaving the second console disconnected for the case. No troubleshooting was done at the time of the call as the reporter was not in the room at the time of the report. The procedure was completed robotically with no reported injury.